Event description:
It was reported that during a da vinci s sacrocolpopexy procedure, the monopolar curved scissors instrument broke and a fragment fell into the pt. The broken piece was retrieved, and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted. Per the info provided by the initial reporter, the broken piece was successfully retrieved from the pt.